Event description:
It was reported that during a scheduled device replacement procedure the right ventricular lead exhibited high capture threshold. The lead was explanted and replaced. The patient was stable prior, during and post procedure.